Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition, two pictures of the device jaw were returned for review. Those pictures confirmed the returned condition of the device. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic kidney surgery, I-blade broke off when the device was activated on the hard tissue. But no broken pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.